Event description:
It was reported, that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement: passed. A review of the share logs/bin file was performed, and issue was not found within the investigation window. Confirmation of the allegation could not be determined. A probable cause could not be determined, as the allegation was not found. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available. Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
Com- (B)(4).

Manufacturer narrative:
Com- (B)(4).

Event description:
It was reported, that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot: passed. A review of the share logs/bin file was performed, and issue was not found within the investigation window. Confirmation of the allegation could not be determined. A probable cause could not be determined, as the allegation was not found. No injury or medical intervention was reported. Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.